Manufacturer narrative:
Additional information was provided. The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the center director reported that the event resolved with no intervention, and the patient's vision is great. No further information is expected.

Manufacturer narrative:
Evaluation summary: no samples are expected to be returned for evaluation. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that following lasik, the patient presented with dry eye symptoms in the right eye only. No intervention was reported. Additional information has been requested.